Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Event description:
It was reported patient underwent hip revision for unknown reasons; the surgeon explanted femoral head and acetabular components. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 650-1068, cer option type 1 tpr sleve +6, lot # 3137180. Item # xl-156233, arcomxl 36mm rlc lnr +5mm sz23, lot # 65781860. Item # unknow, unknown ringloc shell. Lot # unknown. Item # 00-7053-058-20, full bladeg 58mm, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.